Event description:
The pt was revised because of dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were no returned. A complaint database search finds no other reported incident against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
Update (B)(6) 2015- pfs received. Pfs now alleges pain and discomfort. After review of the pfs for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A review of the device manufacturing record found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.